Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and back pain w/ leg pain. It was reported by the patient that when they are trying to bolus the handset was freezing at 90% like up to half hour. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance. While on the call patient stated out of 12 boluses they have only been able to get 11 in before the pump reset. Agent reviewed daylight savings time. Patient confirmed they have not had the pump filled since daylight saving time and confirmed per personal therapy manager (ptm) pump time was 3:36pm and current time was 2:36pm. Agent reviewed pump was resetting 11p-11p and redirected to managing physician.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.